Event description:
It was reported to covidien on (B)(6) 2011 that an easycap ii did not change color. The device was used in e.r. The reporter did not know how long it was in use or if they waited six breaths. A scope was used to determine tube placement. There was no pt harm reported. The lot number is unk and the easycap ii thrown away.